Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with his infusion sets as the cannula did not properly penetrate the skin while he was eating a meal, due to which the patient experienced high blood glucose level because the insulin did not enter the patient's body to cover the carbohydrates. He tried to treat it with a bolus via the pump, however his blood glucose level did not lower down and the patient decided to ingress to the emergency room, therefore, this issue occurred four times which led the patient to a subsequent emergency room visit between (B)(6) 2021 to (B)(6) 2021 (could not provide the exact dates). The patient had high ketone levels which were assessed as dangerous/life threatening by his healthcare professional. The infusion had been used for 1-3 days. While in the hospital, he received insulin via multiple daily injection, fluids of saline and unspecified solution (drug name unknown) intravenously by the hospital staff which resolved the issue. For first emergency room visit, the patient ingress for three days, the second and third event for two days each and for the fourth event for one day. The patient was released from the hospital between (B)(6) 2021 to (B)(6) 2021 with diabetic retinopathy and damage to the kidneys due to aggravated high blood glucose level. Currently(B)(6) 2021, the patient was not using the pump and has no plan to use pump for the time. The patient reported that they are using multiple daily injection for about one month, as their insulin therapy during this time. No further information available.